Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering attempted to actuate the device; the component that feeds the clips was found to be damaged, which inhibited primary function of the device. The unit was disassembled, engineering found excessive damage to the teeth and small dings on the shaft. The root cause of the improper clip loading and incomplete clip closure was likely due to the clip loading technique. When the clip applier jaw is located within a confined area during clip loading obstructing the jaws from opening, the clip being loaded may because partially closed resulting in incomplete clip closure and overshooting. The damage to the shaft likely occurred upon removal from the tray. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy- "clip did not charge properly, stopped at the middle of the shaws and therefore closed not correctly, device also delivered 2 clips at the same time. The handle was blocking and it was difficult to close they then took another clipper."